Event description:
Info received indicates the brake pedal will lock into brake, but the casters will not hold.

Manufacturer narrative:
The tech found the stud holding sheave was missing. The tech replaced the base frame assembly to repair the bed.